Event description:
Iit was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 324 mg/dl with ketones that were identified as life threatening. While in the ICU, the customer received intravenous saline and insulin which caused bruising, and treatment resolved issue without permanent damage. The cause of the elevated bg was due to ongoing occlusion alarms. The customer was released from the hospital (B)(6) 2026, with the reported issue resolved. Customer continued to use the pump for insulin therapy.